Manufacturer narrative:
(B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> yes, did the patient require revision surgery or hardware removal? --> no, if no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions?--> see note above, patient status/ outcome / consequences --> yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> see note above, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> yes, if yes, describe --> see note above, is the patient part of a clinical study --> unknown, additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an anterior cervical diskectomy on (B)(6) 2025 and topical skin adhesive was used. Stated that on or about post-op day 2-3, she started having an "itching, uncomfortable" feeling in her incisional area, under a telfa island dressing. She removed the dressing on post-op day 3 and noted a blister that ruptured with the removal of the dressing. She reported this to her surgeon and the rnfa who closed her incision and applied the adhesive. She was initially treated with oral benedryl. She reported that treatment did not improve her symptoms and on (B)(6) 2025, her surgeon prescribed singular qd x 14 days, prednisone dose-pack, zyrtec qd for 14 days, and pepcid 20mg qd for 14 days. She reported to me on (B)(6) 2025 that the treatment was working and her symptoms were improving. Device availability unknown. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: a3a. Sex additional information has been requested and received. Was any surgical intervention performed? No were any cultures taken? Results? No please describe how was the adhesive was applied. According to the rnfa who applied the dermabond. It was applied as per the instructions within normal limits. Nothing out of the ordinary occured what prep was used prior to, during or after adhesive use? Chloraprep was used prior to the procedure and removed throughly before dermabond was applied, per the rnfa. Was a dressing placed over the incision? If so, what type of cover dressing used? Yes. Tegaderm island dressing is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No is the patient hypersensitive to pressure sensitive adhesives? No was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No patient demographics: initials / ID, gender, age or date of birth; bmi. Initials: br, female. That is all she wished to be shared patient pre-existing medical conditions (ie. Allergies, history of reactions) reported no known allergies. They did confirm a previous "slight reaction" from dermabond for a surgery last year. No treatment was required nor was it reported to anyone. See below. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Yes, previous surgery with dermabond. She stated that she did have a ¿slight reaction¿ that she did not report or required any treatment. She reported that the reaction was on 1 of the 6 incisions closed with dermabond for a lumbar surgery. Product code and/or lot of product used? Product code was reported with original complaint, lot# is unavailable current patient status. Completely resolved name of surgeon? Dr ben weisenthal what is the physician¿s opinion as to the etiology of or contributing factors to this event? He has no opinion other than she is allergic is product available to return for analysis. No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.